Manufacturer narrative:
Patients exact age is unknown; however, it was reported that the patient was over the age of 18. Exact date unknown, event occured about a year after the implant procedure. Explant date: 2013.

Event description:
It was reported that the patient had experienced inadequate stimulation. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.